Event description:
Device report from (B)(4) indicates an nflex rod broke and was explanted.

Manufacturer narrative:
Device is not distributed in the united states. Device was received at synthes, (B)(4) and is in the evaluation process, no conclusion has been drawn.